Manufacturer narrative:
Evaluation: inherent risk of procedure (death). (B)(4).

Manufacturer narrative:
The patient was reported to be in remission following the previously reported stroke.

Event description:
During index procedure, two endeavor sprint drug-eluting stents were successfully implanted in the lad. It is reported that the patient experienced a stroke event approximately 34 months post index procedure and was treated with tissue plasminogen activator (t-pa). Investigator assessed that there was no relationship between the event and the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (cva/stroke). Conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
It is reported that patient death occurred, on an unknown date. Cause of death is unknown.